Event description:
This is filed to report a leak and intervention. It was reported that mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with flail and p2 prolapse. A xtw clip was implanted medial to a2/p2. When the clip delivery system (cds) was pulled out from the steerable guide catheter (sgc) after the shaft was detached, it was observed that the water level at the sgc hemostasis valve port decreased even as negative pressure was applied. The sgc tip did not touch the left atrium wall. When the physician pressed the sgc hemostatic valve, the water level stopped dropping. Shortly after, it was noticed that when the physician removed their hand from the hemostasis valve, the water level did not drop. It was also noted that additional aspiration was performed. The physician determined the hemostasis valve itself was not damaged, so an additional clip was implanted. The second clip was placed on the a2p2 lateral side. The procedure was completed with mr being trivial, without lowering the water level of the hemostasis valve. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported leak. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.